Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, no evidence of damage noted under fluoroscopy. All values from the lead were normal. The lead remained implanted. No patient symptoms were reported.